Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory found that a low voltage alert, code 1003, had not been recorded. The battery voltage was lower than expected. Due to the depleted battery therapy availability testing was unable to be performed. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had undergone a procedure. Interrogation post procedure revealed the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The message could not be cleared and the only option was to end the session. A surface EKG showed the patient had a rate in the 40's although the device was programmed to a lower rate limit of 60 beats per minute (bpm). A review of an EKG from the previous week showed the patient had a rate in the 50's. Tachy therapy was previously programmed off due to the patient's occupation and only brady therapy was programmed on to provide bi-ventricular pacing. The device was explanted and replaced the following day. Prior to explant, device interrogate revealed the device had reached battery capacity depleted approximately 8 months ago. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.